Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio replaced the flex cable that connects the biphasic pcb assembly to the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not recognize that the hard paddles assembly was connected.  The customer advised that the device advises to "connect cable" whether they are in AED mode or manual mode.  As a result, defibrillation may not be possible. There was no patient use associated with the reported event.